Event description:
It was reported a review of the implantable loop recorder¿s electrogram showed episodes that could either be ventricular tachycardia (vt) or could be noise. The patient was symptomatic during the episodes but it could not be determined if it was true vt. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.